Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms while charging. The pump was not exposed to abnormal temperature conditions. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer continued to use the pump for insulin therapy.